Manufacturer narrative:
Instructions for use for this mask states to "inspect the mask and replace it if the cushion has hardened or is torn, or if any parts are broken." The end user was instructed by a clinician at the durable medical equipment (dme) supplier to replace her mask every 6 months. The end user used this mask for greater than 9 months. Based on the info available, the manufacturer concludes no further action is necessary.

Event description:
An end user alleged the fabric of the wisp mask headgear tore, exposing the plastic frame, and resulted in a cut on her ear that required stitches. The end user did not experience permanent injury. The mask was discarded by the end user and is not available for eval by the manufacturer.